Manufacturer narrative:
It was reported that the pendant was smoking and it was discovered that the "motor and remote catching fire". It was reported that her nurse "put the fire out". No injury was reported. It has been determined that the reported event could cause or contribute to serious injury if it were to occur. In an abundance of caution, this medwatch is being filed. If any further relevant information is identified or obtained, a supplemental medwatch will be submitted.

Event description:
Remote control caught fire.